Event description:
Essure device was implanted in (B)(6) 2014. Since (B)(6) 2014, I have uncontrolled vaginal bleeding, left side abdominal pain, recurrent vaginal bacterial infection requiring frequent antibiotics. Surgery endometrial ablation in (B)(6) 2014. Gyn is suggesting hysterectomy.